Manufacturer narrative:
Based on the reported event, it is likely that the cause of the failure mode was an excessive torsional load placed on the device which exceeded the mechanical strength of the drill/tap. This load was likely contributed to by dense patient bone and/or the application of the load at an off-axis angle from the embedded portion of the tap.

Event description:
It was stated that, "I am not sure how the drills broke. The broken tips were removed using a needle driver. There didn't seem to be any adverse effects to the patient."